Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had nonunion, came in for revision. From outside hospital, so unknown primary implantation date. Surgeon removed all hardware currently in patient and cleaned nonunion site. Ria was performed to collect bone graft. Surgeon reduced and put in new hardware. Device was explanted. Hardware/explant removal due to nonunion. The date of revision surgery was (B)(6) 2024. The surgery was successfully completed. Patient experienced an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. Patient required revision surgery or hardware removal. This report is for one (1) 14 ti cann retro/antegrade fem nl-ex/360. This is report 1 of 4 for complaint (B)(4).